Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that four patients were diagnosed with toxic anterior segment syndrome (tass) following cataract extraction procedures. The facility is not referencing or blaming any specific products that could have caused/contributed to these events. An internal investigation is currently being conducted at the site to determine root cause. Additional information regarding patients and products used have been requested.